Event description:
Customer reported having high blood glucose. She stated she had woken up with a reading of 410 mg/dl. The customer believed her high blood glucose was due to her quicker serter getting old. The customer stated she had treated her blood glucose with a manual injection. Customer declined to troubleshoot for high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.